Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). The reported halberd guide wire was returned for investigation. The core wire and the inner coil of the returned halberd guide wire was found fractured at approximately 45mm distal to the proximal solder (set at 50mm from the tip to fix the outer coil and the core wire). The outer coil was stretched from approximately 25mm distal to the proximal solder. The outer coil was then found fractured at approximately 45mm distal to the proximal solder. Observation by scanning electron microscope (sem) found that the fracture end of the core wire was twisted and had a relatively flat fracture surface, indicating that torsion had contributed to the core wire fracture. The outer coil was found twisted and its fracture end was found necked, inferring that the outer coil fracture was attributed to torsion generated most likely when the outer coil was pulled and straightened. The inner coil was found necked, which was a trace of ductile fracture. Detailed investigation of the unwound coil segment of the returned guide wire revealed that the core wire and the inner coil were fractured at approximately 5mm from the wire tip, and the outer coil was stretched and fractured at approximately 21mm from the wire tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that torsion generated with torquing manipulation might have been locally accumulated on the halberd guide wire while its tip was caught in the calcified lesion, fracturing the core wire. As further tension generated with removal of the guide wire was applied, the outer coil and the inner coil were stretched and fractured. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that guide wire step up was attempted from a command guide wire (abbot) to an asahi gladius guide wire, jupitor s6 guide wire (boston scientific), and an asahi halberd guide wire in this order with use of a cxi support catheter (cook) during a percutaneous transluminal angioplasty (pta) to treat a moderately calcified segment from the anterior tibial artery (ata) to the dorsal artery. As the halberd guide wire was trapped by the calcified lesion, its outer coil was stretched and fractured, leaving the distal segment in the patient anatomy. An asahi caravel microcatheter was used and the proximal segment of the halberd guide wire was retrieved, while its distal fragment was left in situ. The physician decided to leave the fragment in situ and completed the procedure, keeping the patient under observation. The physician commented that the detachment of the distal segment of the halberd guide wire was attributed to the guide wire entrapment by the calcified lesion. It was informed that there were no adverse patient effects caused by the guide wire fragment left in situ.